Event description:
Paramedics attempted to use the device for routine ECG monitoring of a pt diagnosed with pedal edema. The device allegedly failed to display the pt's ECG and displayed only dashed lines. After the operator replaced the pt monitoring cable, pt ECG was displayed properly. The operator indicated there were no adverse affects to the pt as a result of the alleged malfunction.